Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.(B)(4)

Event description:
It was reported by the hospital contact that the coil (640cx0202/17211784) was stretched. It was initially reported that the product will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that the coil (640cx0202/17211784) was stretched. It was initially reported that the product will be returned for analysis. A non-sterile og cmplx xtrasoft coil 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. No damages were noted on the support coil and the gripper while the embolic coil was found stretched outside of the introducer. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. The failure reported by the customer as¿ coil - unraveled/stretched¿ was confirmed. The cause of the stretched condition on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore, no corrective action will be taken at this time.